Event description:
The customer stated they had issues with ise noise errors and an unspecified number of patient samples had questionable results with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The customer provided data for two patient samples that were affected. The first sample initially resulted with an na value of 133 mmol/l which was reported outside of the laboratory. The physician questioned the result since the patient historically had higher values. The sample was repeated on a different c 501 analyzer, resulting as 165 mmol/l. The repeat result was believed to be correct. The second sample initially resulted with an na value of 107 mmol/l, which repeated as 138 mmol/l. This sample initially resulted with a k value of 2.8 mmol/l, which repeated as 4.7 mmol/l. This sample initially resulted with a cl value of 120 mmol/l, which repeated as 102 mmol/l. The erroneous results were not reported outside of the laboratory. The patients were not adversely affected. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined the issue was caused by the sipper nozzle and pinch tubes. He replaced the sipper nozzle and pinch tubes. He cleaned the electrode compartment and bleached the sipper syringe lines. He flushed the lines with deionized water, then performed maintenance to condition the lines and electrodes. He ran ise checks. Calibration and controls passed. The investigation could not identify a product problem. The cause of the event could not be determined.